Manufacturer narrative:
H3, h6: one pump was returned for analysis. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log verified the customer reported issue. Functional testing was not able to duplicate the complaint, as the pump passed downstream occlusion (dso) testing. The manufacturer representative replaced the dso sensor, dso seal, and dso bezel.

Event description:
It was reported that the pump showed error "downstream occlusion." There was unknown patient involvement, and unknown signs or symptoms.